Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had under delivery and customer was hospitalized on (B)(6) 2020 for high blood glucose and ketones. Customer¿s blood glucose level was 18 mmol/l. Other blood glucose value mentioned was 13 mmol/l. The customer was treated with insulin drip and fluid for high blood glucose level. Customer expiring symptoms like headache and dry mouth. The device will not be returned for analysis.